Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear). (Shell thickness was within specification). Additional observations: red biological tissue observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.